Event description:
It was reported that when using the bd pyxis¿ medstation¿ 4000 integrated main drawer failed. The customer attempted troubleshooting by rebooting the station and trying to recover the drawer; however, these efforts were unsuccessful, and the problem persisted. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1.(B)(6) hospital. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-oct-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device auxiliary 2 enhanced full height drawers 4 failed to be detected by bus. The field service engineer (fse) checked the back of the drawer and found no light emitting diode (led) lights. The fse disconnected the control board from the module board and then powered up the module board, which also showed no led lights. The fse replaced the module controller board with a new one and then drawer controller board to resolve the issue. The system functioned as intended after the field service engineer repaired the device.